Event description:
A technician reported patient with "possible transient light sensitivity syndrome (tls) like issue" of the right eye at seven month lasik post-operative visit. At visit patient complained of "headaches and light sensitivity over last one to two weeks for no apparent reason". Additional information indicated patient's topical steroid dosage was increased. Additional information has been requested.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed and there were no unusual findings related to the reported issue and the product was released according to complaint acceptable criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).